Event description:
It was reported that the patient's right atrial (ra) lead exhibited noise oversensing that caused inappropriate mode switch. The programming changes were made. No patient consequences reported.